Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator for a little over a month (confirmed october). Patient reported the controller screen would go white and not do anything so they would reset the controller, which would temporarily resolve, but then they would attempt to charge their implant and it would run for a second and then display a blinking orange light and software problem message. Patient added that the recharger paddle was getting hot (also described paddle as it wasn't too warm) while charging the implant. Patient stated this morning they were not able to charge their implant at all. A replacement recharger telemetry module (rtm) and controller was sent out. No symptoms were reported.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n [(B)(6)], revealed. Product analysis found:poor recharge quality message and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.